Manufacturer narrative:
Retainer ring black on 10/18/2021 the customer reported a battery failed alarm and a pump error 53. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery compartment side starting at the left belt clip rail, cracked middle (enter) keypad button. Device passed displacement, sleep current measurement, active current measurement, and self tests. No battery failed alarms or pump error 53 were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool confirms multiple occurrences of the following alerts/alarms around the event date: 58=failed battery test occurred on 10/17/2021 @ 20:28:11 and 20:28:47. The adapt tool also confirms that pump error 53 (filenumber = 709, linenumber = 1216) occurred on 10/17/2021 22:18:05, 22:22:53, and 22:26:21. In addition to this, the adapt tool lists the following pump errors that could potentially trigger a critical pump error: pump error 4 occurred on 10/17/2021 22:18:05. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. In summary, the customer¿s report of a battery failed alarm was not confirmed but that of a pump error 53 was confirmed. The pump error 53 (filenumber = (B)(4), linenumber = 1216) and a pump error 4 are due to hardware errors. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm. Customer stated that they were able to clear the alarm and did not receive request to rewind pump customer was stated that they received failed battery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.